Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultramini meter was displaying an error 2 message. A customer service representative (csr) tried to contact the patient with follow up questions from the medical surveillance specialist but was unable to reach the patient. The following complaint was classified based on the original information obtained from the csr documentation. The patient alleged that the product issue began at 4 pm on (B)(6) 2015. The patient manages their diabetes with metformin and denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported that their ¿blood sugar became low¿ two minutes after the alleged issue began. Since we could not contact the patient, we were unable to confirm what symptoms the patient may have experienced at this time. The patient stated that they could not test on the meter and denied receiving any medical treatment. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury associated with hypoglycemia after the alleged product issue began.